Event description:
On (B)(6) 2012, the patient's dad/reporter contacted animas to report the patient's blood glucose reading went up to 680 mg/dl. At the time of concern, the patient was suffering from a bad cold and a stomach virus. The patient was vomiting and dehydrated. He eventually was taken to the hospital where he received treatment with insulin and fluid drip. During his hospital stay, the patient changed his insulin infusion site and continued with insulin pump therapy. The patient's doctor recommended the patient discontinue insulin pump therapy after his blood glucose reading started to rise again. The patient returned to managing his diabetes with insulin via syringe. His most recent blood glucose reading was at 189 mg/dl. There was no evidence of a product malfunction associated with the reported event. The pump settings were programmed as intended. There was no issue with the infusion site. The subject insulin pump was replaced at the patient's doctor requested. This patient's hyperglycemia is being ruled out due to diabetes management. The patient had a bad cold and stomach virus (illness which can contribute to elevated blood glucose) when his blood glucose was elevated above 680 mg/dl. Although there was no product malfunction found during the review of the animas insulin pump, this complaint is being reported due to an allegation of inaccurate insulin delivery issue. The animas product was requested back for investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.